Manufacturer narrative:
There are multiple patients all information is provided in the article. 510k: this report is for an unknown constructs: expert femoral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between march 2009 to december 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: shin, w.c. Et al (2017), comparative study between biologic plating and intramedullary nailing for the treatment of subtrochanteric fractures: is biologic plating using lcp-df superior to intramedullary nailing?, injury, vol. 48 (10), pages 2207¿2213 (south korea). The aim of this study is to evaluate the outcome measures of subtrochanteric fractures between biologic plating and intramedullary nailing and determine if biologic plating is superior to intramedullary nailing. Between march 2009 to december 2015, a total of 81 patients (52 male and 29 female) with a mean age of 52.6 years (range, 21-77 years) were included in the study. These patients were grouped according to the device used: intramedullary nailing or biologic plating. In 50 patients (32 male and 18 female) with a mean age of 51.0 plus or minus 16.0 (21-73 years), surgery was performed using intramedullary nailing: 35 long proximal femoral nail antirotations (long pfna, synthes, paoli, pa, USA), 7 expert a2fns (synthes, paoli, pa, USA), and the rest a competitor device. 31 patients (20 male and 11 female) with a mean age of 55.2 plus or minus 14.5 (24¿77 years) were treated with biologic plating (a reversed contralateral lcp-df). The follow-up period was 17.2 plus or minus 6.9 (12¿43 months) in intramedullary nailing group and 18.5 plus or minus 5.4 (12¿31 months) in biologic plating group. The following complications were reported as follows: a (B)(6) year-old male had mild varus and external rotation of proximal fragment postoperatively. He had an implant failure due to fracture nonunion occurred at the 12-month follow-up. Bone grafting and intramedullary nailing were performed for the treatment of nonunion. 47 out of 51 patients achieved union. A (B)(6) year-old male had postoperative radiograph after intramedullary nailing showing that postoperative coronal alignment was 11 degrees. At 13-month follow-up, the radiograph showed nonunion of the fracture. A (B)(6) year-old female had postoperative radiograph after intramedullary nailing showing that postoperative coronal alignment was 8 degrees. At 18-month follow-up, the radiograph showed nonunion of the fracture. This report is for an unknown synthes plates, unknown synthes screws, unknown synthes pfna constructs, and unknown expert femoral nail constructs. This report is for one unknown constructs: expert femoral nail. This is report 5 of 6 for (B)(4).